Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as (B)(6) 2011 exact date unknown). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was fully deployed. The sheath had been fully slit with no damage detected. The clip was found at the distal end of the flex tube, confirming the reported complaint of no hemostasis was achieved. The most probable cause for the mislocated clip is likely a combination of the inability of the vessel locator to retract properly and anatomical issues preventing the proper ejection of the clip off the distal end of the device. The device was disassembled and no abnormal observation was found. The device was reassembled and the vessel locator wings were deployed and retracted inside the tube without a problem. The cause of the clip at the distal end of the device could not be determined. A review of the product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event. In addition, a query of the complaint-handling database was performed and there was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. There is no indication of a lot specific product quality deficiency. A quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician attempted arteriotomy closure of common femoral artery after an interventional procedure using a starclose se device. Reportedly, the exchange sheath was connected to the clip applier and then the clip applier was retracted out of the tissue for approximately 3 cm. The plunger was depressed to deploy the locator wings. The clip applier was retracted against the arterial wall and the thumb advancer was advanced until the "3" could be seen in the window; however, when the trigger was depressed the clip did not deploy. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. Reportedly, the physician is trained on starclose, but not yet on starclose se. There was no reported clinically significant delay in the procedure. No additional information was provided.